Event description:
As reported, shooting a 5f exoseal vascular closure device (vcd) was not possible due to a system error where the window did not change. There were no reported injuries to the patient. The device was stored and prepped according to the instructions for use (IFU), and the physician was certified in the use of the exoseal vcd. No visible damage to the device or packaging was noted prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and the sheath were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The device will be returned for evaluation.

Manufacturer narrative:
As reported, shooting a 5f exoseal vascular closure device (vcd) was not possible due to a system error where the window did not change. There were no reported injuries to the patient. The device was stored and prepped according to the instructions for use (IFU), and the physician was certified in the use of the exoseal vcd. No visible damage to the device or packaging was noted prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and the sheath were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned and inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, shooting a 5f exoseal vascular closure device (vcd) was not possible due to a system error where the window did not change. There were no reported injuries to the patient. The device was stored and prepped according to the instructions for use (IFU), and the physician was certified in the use of the exoseal vcd. No visible damage to the device or packaging was noted prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and the sheath were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The device will be returned for evaluation.

Event description:
As reported, shooting a 5f exoseal vascular closure device (vcd) was not possible due to a system error where the window did not change. There were no reported injuries to the patient. The device was stored and prepped according to the instructions for use (IFU), and the physician was certified in the use of the exoseal vcd. No visible damage to the device or packaging was noted prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and the sheath were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.